Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) lead. The noise could not be reproduced, but there were over 4,000 ventricular events in the logbook. The noise and oversensing did not result in any asystole greater than two seconds. Boston scientific technical services (ts) reviewed the available data and indicated the noise was only on the pace/sense portion of the rv lead. As a result, the pace/sense portion of the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.